Manufacturer narrative:
(B)(4). Device manufacture dates: may 14, 2013 - may 16, 2013. The device was returned for evaluation. Visual and miscroscopic inspection did not identify any abnormalities that could have contributed to the reported condition. The initial evaluation did not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was observed in an lv 250 intermate. This occurred during filling of the device with antibioticum meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported particles were determined to be antioxidants on the outer surface of the bladder. The antioxidant is not particulate matter, it is the material of the reservoir which becomes visible on an inflated reservoir. Should additional relevant information become available, a supplemental report will be submitted.